Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered eight inappropriate shocks due to atrial fibrillation with rapid ventricular response. Therapy was exhausted. The final shock triggered a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This ICD remains in service. No additional adverse patient effects were reported.